Event description:
The patient contacted animas on (B)(6) 2012, alleging that after changing the battery, the pump would not power on. The patient confirmed that the battery cap was replaced three months ago, tightens securely to the pump without visible yellow o-ring and there is no damage to the battery cap. The patient stated that he did not have a new battery available to try in the pump. The patient also denied damage to the pump or exposure to moisture. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power loss remaining unresolved.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the issue of power loss to the pump. The pump was exercised for 24 hours and no power loss or rebooting was duplicated. No defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.